Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis and constipation in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient was given a loading dose of amikacin injection 150 mg ip, a loading dose of vancomycin injection 1gm ip, fortum injection 500 mg three times a day ip and reflin injection 500 mg three times a day ip. The root cause of the peritonitis was constipation. At the time of reporting, the event of peritonitis was resolving. The outcome for the event of constipation was unknown. Pd therapy was ongoing.